Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages, arrhythmia alarms, and "check te" messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the front therapy electrode pad and ECG a. The cause of the test failure and reported alarms is the open pulse wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing "adjust belt or check belt" messages, arrhythmia alarms, and "check te" messages.